Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis could not confirm the reported event, the device passed functional and bench testing with no anomalies found. It was noted that the battery release and battery drawer were contaminated and the side bail covers were broken and contaminated. (B)(4).

Event description:
It was reported that the external pulse generator (epg) was working intermittently. The epg has been returned for repair. No patient complications have been reported as a result of this event.